Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and moderately calcified artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.